Event description:
Additional information received from the technical engineer that was on site states: "the collapse of the capsule is due to a lack of irrigation, most certainly linked to a bend/pinch in the tubing, they replaced the bottle and then the cassette in the middle of surgery resulting in a total absence of irrigation at one point and therefore the collapse of the capsule. Medical staff then completed the surgery as best they could in 1.5 hours. No further information provided.".

Manufacturer narrative:
Additional information: b5. The reported problem was not duplicated. The root cause appears to be a mechanical obstruction, most likely a bent or pinched irrigation line, that led to an absence of irrigation. This caused the capsule to collapse during surgery. The issue was resolved by replacing the bottle and cassette, indicating the tubing or its connection was the likely point of failure rather than a system malfunction. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is complete.

Manufacturer narrative:
The device has not been returned. The investigation is ongoing.

Event description:
The user facility in france reported that there was no irrigation during the procedure and the bottle shrunk, most certainly linked to a bend/pinch in the tubing. The bottle was replaced and then the cassette resulting in a total absence of irrigation at one point and therefore the collapse of the capsule. A vitrectomy was performed and the surgery was completed in approximately 1.5 hours.